Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3,h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on ch-tube, channel cleaning brush cannot inserted. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined whereas it is presumed that the additional reportable finding occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product] [reportable event]. There was no patient involvement.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had error message e217 and e227 on various video processors. Unable to change picture mode. There were no reports of patient involvement.